Event description:
The company representative reported that the ventricular lead perforated the right ventricular apex. The cardiac surgeon performed a sternotomy to empty blood from the pericardial sac, patched the apical hole, and applied an epicardial patch. The ICD remains implanted and a medtronic epicardial patch was implanted. Patient is in the intensive care unit being externally monitored with external defibrillation support. The ICD is programmed with therapy off until patient's health stabilizes and epicardial patch can be connected to device.